Event description:
Customer reported that her blood glucose was 434 mg/dl because the setting on her insulin pump needs it to be changed. Assisted customer with programming basal rates. Advised customer to contact her doctor to obtain her proper settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).